Event description:
It was reported that an attempt was made to primary stent a lesion (contrary to IFU) in a patient who had just been resuscitated from a cardiac arrest. The device continued to be advanced in the patient after a kink in the shaft had been identified (contrary to IFU). Resistance was felt while trying to cross the lesion, but attempts to use the device still continued (contrary to IFU). As the device was removed from the patient, the shaft separated into two pieces, and it was observed that the stent had separated from the balloon. Another stent was deployed in the vessel at the site; it is the opinion of the physicians from their observations that the separated stent was trapped by the other stent and also deployed in the vessel.